Event description:
It was reported to philips that the host pc had a memory problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc memory had problem. Upon functional testing, the fse examined the system log files and confirmed that memory 1 of host pc failed. To resolve the reported issue, the fse unplugged and plugged memory 1 of host pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.